Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated the unit caught fire. Dealer stated that the consumer that was using the concentrator was alleged to be smoking when the unit caught fire. The unit was purchased by preferred homecare and sent to medical repair for inspection. Medical repair wants invacare to inspect the unit to ensure that there is no other defect that may have caused the unit to catch fire other than what was alleged.